Event description:
Boston scientific received information that this atrial lead is exhibiting increased impedance measurements of 1300 ohms and elevated pacing thresholds of 4.0v. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant advised the caller to continue to watch the lead. No other adverse events have been reported. This product issue will be updated if additional information is received.